Event description:
It was reported that during a ptca procedure, resistance was encountered with attempting to advance the catheter to the lesion. The shaft of the catheter broke and was removed without incident. No pt injuries or complications occurred.